Event description:
It was reported that the patient presented to clinic for a follow up. Externalized conductors were noted via fluoroscopy. No electrical anomalies were noted. The lead will be explanted and replaced.new information notes the lead was explanted and will not be returned.

Manufacturer narrative:
Required intervention to prevent permanent impairment damage (devices).

Event description:
It was reported that the patient presented to clinic for a follow up. Externalized conductors were noted via fluoroscopy. No electrical anomalies were noted. The lead will be explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes the lead remains active and was not explanted as previously reported.